Event description:
It was reported that during a wedge resection, the device only stapled one side of the staple line on the second firing. Another device was used to complete the procedure. There was no patient consequence.